Manufacturer narrative:
Front fork broke when the user walked out of the store.the futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s.the alleged incident occurred in (B)(6).

Event description:
Front fork broke when the user walked out of the store. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).